Event description:
Reported from operating room that tip of kii sleeve trochar 5 x 100mm broke off in pt's abdomen during laparoscopic tubal. The surgeon was unable to locate the broken tip in the abdomen by visual searching or after an abdominal x-ray. It was determined to close the pt after unsuccessful thorough attempts to find the missing piece of the trochar tip.